Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that low sensing was observed. The lead was explanted and replaced when repositioning was unsuccessful.